Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. Concomitant medical product: d314drm ICD implanted: (B)(6) 2013.

Event description:
It was reported that the patient was symptomatic bradycardia due to the right atrial (ra) lead having high thresholds with no capture. The ra lead was removed and a new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.